Event description:
It was reported that on a mandibular fracture case, the surgeon inserted the first screw with no problems. When the surgeon was inserting the second screw, it went through the locking plate. The surgeon selected another screw, plate, and a smaller screwdriver and completed the procedure. There was an extra 10 to 15 minutes added to the procedure. This is report 2 of 2 for this event. This report is for the matrixmandible screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for an unknown amount of matrix- mandible screw(s). Original awareness date is (B)(6) 2011.

Event description:
This is report 2 of 2 for this complaint (B)(4).